Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, once taken out of the package/box and started to prep, the team noticed irregularity of the 7x30 precise stent. The stent appeared to be partially deployed. Another precise of the same size on the shelf and used that stent with no problems. There was no reported injury to the patient. The device will be returned for evaluation. Addendum: image of device received shows partial exposure of the stent.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, once taken out of the package/box and started to prep, the team noticed irregularity of the 7x30 precise stent. The stent appeared to be partially deployed. Another precise of the same size on the shelf and used that stent with no problems. There was no reported injury to the patient. The device will be returned for evaluation. Addendum: image of device received shows partial exposure of the stent.

Manufacturer narrative:
As reported, once taken out of the package/box and started to prep, the team noticed irregularity of the 7x30 precise stent. The stent appeared to be partially deployed. Another precise of the same size on the shelf and used that stent with no problems. There was no reported injury to the patient. One picture related to the reported failure was received by the customer, a partial deployment was confirmed as a portion of the stent was visible in the image provided. No other anomalies of the product were noted on the image provided. The device was returned for analysis. A non-sterile ¿precise pro rx us carotid syst¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and was placed on a metallic tray to be inspected. A thorough inspection was performed observing that the unit does not present any damages. The device is partially deployed. The hemostasis valve was returned disassembled. No other outstanding details were noticed. The stroke length and the usable length was measured, and dimension analysis was found within specification. The functionality of the device was verified to determine if the stent can be deployed as expected. The hemostasis valve was reassembled and set to the unlocked position. The stent deployment functional test was initiated by retracting the outer sheath while holding the inner shaft in a fixed position. The push rod traveled toward the distal tip as expected and the stent was deployed. The stent expanded normally presenting no damages or anomalies. The reported ¿stent delivery system (sds) deployment difficulty-premature/during prep¿ was confirmed as the device was received with the stent partially deployed. However, the exact cause of the reported event cannot be determined. Product analysis revealed a partial deployment of the stent; additionally, the hemostasis valve was returned disassembled which may have been a contributing factor to the premature deployment. Functional analysis was performed successfully on the device with no issues noted once the hemostasis valve was reassembled and set to its locked position. Therefore, based on the information available for review it is likely procedural and/or handling factors during device preparation may have contributed to the event reported as is listed in the IFU, ¿ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment.¿ according to the instructions for use, which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Flush the guidewire lumen of the stent delivery system with heparinized saline by connecting a 5-cc syringe filled with heparinized saline solution to the stopcock attached to the y connection (9) on the tuohy borst valve (1) to expel air. Ensure that the tuohy borst valve (1) is in the locked position to prevent premature stent deployment. Apply positive pressure to the syringe until saline weeps from the guidewire exit port (16). While covering the guidewire exit port (16) with thumb and forefinger, apply positive pressure to the syringe until saline weeps from the catheter tip (4) and the space between the outer sheath radiopaque marker (11) and the catheter tip (4). Continue to flush to ensure all air is removed from the system, then close the stopcock attached to the y connection (9) on the tuohy borst valve (1). B. Ensure that the tuohy borst valve connecting the inner shaft and outer sheath is locked by rotating the proximal valve end in a clockwise direction to prevent premature stent deployment.¿ the information available does not suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.